Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with blood glucose readings rising from 328 mg/dl to 400 mg/dl before decreasing to 268 mg/dl after guided supply changes; during troubleshooting. The tubing detached from the connector during a rewind and insulin delivery was then resumed after another change. Symptoms included feeling ¿high.¿ outcomes included continued use of the device with glucose trending downward and no hospitalization. Investigation included guided troubleshooting and user education on performing a full supply change and confirming insulin delivery. Investigation of this case revealed that insulin delivery was interrupted due to tubing detachment during the change process, with subsequent resumption after reconnection and restart. It was concluded that hyperglycemia occurred with cause unclear, with contributory factors including tubing disconnection during supply change and user technique. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.